Event description:
After an implantation period of approximately 25 months it was reported that oversensing in the atrial channel was observed. No adverse patient events were reported. Lead remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing processes for these devices were re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. The final acceptance tests proved the devices functions to be as specified. The returned data have been analyzed. The inspection of the available items confirmed the clinical observation. Noise was observed since november 26th, 2022, which led to the detection of at/af episodes. The data further showed that the atrial sense amplitudes decreased since november 26th, 2022 from 8mv to 1mv, but increased during ventricular activity. Therefore it cannot be excluded that the position of the lead might have changed. However, the root cause was not determinable. For further investigation x-ray images showing the current position of the lead would be necessary. Based on the available information the root cause of the noise could not be determined. The presence of invasive external influences, such as strong electromagnetic fields, cannot be excluded. Should further relevant information become available, this investigation will be updated.